Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the initial fluoroscopy could not be performed; when the device was rebooted, all 3 bars on the image acquisition system (ias) panel were checked in green, but they did not enter 2d mode with the standalone mode. The umbilical cable was reconnected and restarted repeatedly, but it did not resolve the problem. Also reported that the response of the button on the operation panel was generally poor. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and umbilical cable and pendant were replaced. B02, g02015, g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529, product ID: bi71000167, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the mvs (mobile viewing station) cable was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "no x-rays and pendant unresponsive. Cable passed continuity test. Installed mvs cable in imaging system. The system booted and readied on every power up. All 2d and 3d images were successfully acquired during a spin. Mvs interface cable showed signs of normal wear and tear. No fault found while under test. MDR codes: b01, c19, d14 returned date: 2025-04-15 h3, h6) the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "no x-rays and pendant unresponsive." Installed pendant into test system. System and pendant booted as expected. Pendant keys functioned as normal, no function problem found. Visual inspection showed wear and the laminate was starting to lifting on the face of the pendant. MDR codes: b01, c19, d14 returned date: 2025-04-16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.